Event description:
It was reported that during the implant attempt, lead impedances were always greater than 2000ohms. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed; the distal conductor was distorted and fractured within the connector, the lead has been over-retracted; the connector pin was found bent, the helix was found distorted/bent, and blood present in/on the helix mechanism; lead damaged at implant.